Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap lar, the jaws of the device could not be moved during the open/close test. The handle was replaced, then they clamped the tissue and tried to fire the device but the device would not fire. The reload was replaced and the firing was completed with no problems.